Event description:
Boston scientific received information that right ventricular (rv) lead pacing impedance measurements were greater than 2,000 ohms. Additionally, noise was recreated with isometric exercises. A revision procedure was performed and the rv lead was surgically abandoned. The device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.